Manufacturer narrative:
Correction: the correct catalog number is 92133; not 92132 as previously reported. This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the fixture was explanted on (B)(6) 2012. This report is filed november 11, 2013.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection at the implant site, resulting in the decision to explant the device (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6), 2013.